Event description:
It was reported that the customer's insulin pump was alarming no delivery, which was resolved with a set change, but recurred later. The customer's blood glucose was 440 mg/dl and went down to 280 mg/dl. Troubleshooting could not be performed. The customer's mother wished to return the reservoir for analyzed for a possible occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-99137.

Manufacturer narrative:
Evaluated one opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.